Manufacturer narrative:
The reagent lot number and expiration date were requested, but not provided. The field service engineer found some black debris around a valve. The valve was cleaned. Probe adjustments were checked and cell washing was checked. It was noted that there were many abnormal cell blanks. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for approximately 11 patient samples tested for hemoglobin a1c on a cobas c 503 analytical unit. The customer provided an example of one patient sample with discrepant hba1c results. The sample initially resulted in an hba1c value of 9.2 % and it repeated as 6.8 %. A second sample collected from the patient resulted in an hba1c value of 6.5 %. The customer then repeated around ten patient samples. Some results were consistent, but others showed discrepancies of 1 - 1.5 %. No specific data was provided.